Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while sitting in their bed. Review of the episode noted oversensing of sense b node noise and changes in amplitude morphology measurements. Troubleshooting options were provided to the field. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient visited another country (costa rica) for product testing. No noise could be reproduced, and a chest x-ray was obtained. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while sitting in their bed. Review of the episode noted oversensing of sense b node noise and changes in amplitude morphology measurements. Troubleshooting options were provided to the field. The s-ICD remains in service and no adverse patient effects were reported.